Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in poland. It was reported that patient faced an event of misshaped infusion set on (B)(6) 2024. Patient reported that packaging was not sealed properly, misshaped and not intact. No further information was available.